Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was outside and holding onto the handlebars of a running motorcycle at the time of the event. The patient was treated twice at 18:58:42 and 18:59:05. Motion artifact contributed to the false detections. The patient was conscious but did not press the response buttons prior to the treatments. The patient did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4) - 01/2015-reuse, electrode belt (B)(4) - 07/2012-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.